Event description:
It was reported that the insulin gauge was inaccurate and static. Customer¿s blood glucose level was 243mg/dl. Customer continued to use the current cartridge.

Manufacturer narrative:
(B)(4).